Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer was not wearing the pump within line of sight of the pump. No additional patient information was available. Customer moved the transmitter and pump to be within line of sight and connection regained.